Manufacturer narrative:
E1: reporting address state: (B)(6) reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: +(B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that there was no tidal volume during routine checking. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the tidal volume was not coming during routine checking. The remote service engineer (rse) evaluated the device with the customer but could not duplicate the reported issue. The device passed electrical safety test (est) and operated as intended. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.